Manufacturer narrative:
It was reported to the company that one pleuraflow was placed in the anterior mediastinum location and as per protocol it was tested after placement in the or for proper functioning and there was no issue noted. It was reported to the company that the surgeon examined the original pleuraflow device after removing it during this emergent surgery for postoperative bleeding. The surgeon reported that he noted that the device was unremarkable and that it was identical to any other device "off of the shelf" and that the device functioned properly throughout its use. The device was not returned; therefore, no physical examinations could be performed. The lot number of the device was not provided. A review of the complaint history, drawing, instructions for use, dfmea, and specifications of the device was conducted during the investigation. A documentation-based investigation evaluation was performed. To date, there is no evidence to suggest the product was not made to specifications. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor similar complaints. If additional information becomes available a supplement report will be submitted.

Event description:
Patient expiration was reported to the company on (B)(4) 2019. It was reported to clearflow by a healthcare provider that an elective mitral valve repair on an elderly male patient was performed on (B)(6) 2019. It was reported to clearflow that a pleuraflow was placed in the anterior mediastinum, it was tested after placement in the or for proper functioning, and there was no issue noted. It was reported that the incident occurred in the ICU on postop day one, approximately 28-29 hours after surgery. According to the verbal report, the patient who had previously been extubated was helped by an ICU nurse to sit in a bedside chair and returned to bed without incident. Thereafter, the patient was assisted to sit in a chair a second time and at that point the patient's condition deteriorated abruptly and he began to exsanguinate into the drainage canister. The surgeons, who were tending to other patients in the ICU were immediately made aware and they performed an emergent sternotomy on the patient in the ICU. It was reported by the surgeon that he examined the pleuraflow device removed in the ICU and found it unremarkable and identical to any other "off the shelf" chest drainage tube and he reported the device had functioned properly after the mitral valve repair to the emergent event. It was reported that within 6 to 7 minutes of the emergent event the patient had exsanguinated sufficiently to permanently impair his neurocognitive function. The patient was taken to the operating room where surgeons repaired an injured portion of the patient's ascending aorta; thereafter the patient was maintained on life support until his demise. The date of the patient's death was not reported to clearflow. The facility reports that the device inserted after the mitral valve repair was discarded and is unavailable for return and evaluation. Additional information has been requested but as of this date, has not been received.